Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred due to a non-tandem kinked cannula. Blood glucose (bg) was 511 mg/dl. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Type of treatment administered was not provided. At the time of the report, customer had not yet been discharged. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply. The type of infusion set was not provided.